Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricle (rv) lead. No intervention has been performed at this time. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that there was increased capture threshold and increased defibrillation and pacing impedance on the device.